Event description:
A surgeon reported that an (B)(6) female, who received 3.5mg of op-1 implant in combination with 10 cc's of calstrux as part of an occipital to c5 fusion with internal fixation, bone graft and halo placement for occipital cervical dislocation on (B)(6) 2006, was hospitalized for a failed occipital cervical fusion on (B)(6) 2006. A cat scan in (B)(6) 2006 showed there was absolutely no bony fusion within the transverse process region or in the dorsal regions. Treatment included an occipital-c5 fusion. Surgical findings included complete resorption of op-1 implant, remaining spicules of carrier material deep to the fascia along the spinous processes with no bone in this region, no significant bleeding from the suboccipital region and decorticated, and very soft bone. The event is continuing. Post operative x-rays done in the recovery room following initial implantation of op-1 implant and calstrux in (B)(6) 2006 showed excellent placement of the products. X-rays performed approximately 24 hours showed some migration of the products into the fascial layer without spinal cord compression. The surgeon suspected that the product migration was related to the use of op-1 implant and calstrux as well as a csf leak which occurred during surgery. The product migration was reported to stryker biotech (B)(4) on (B)(6) 2006 as a nonserious adverse drug reaction. No additional information is expected.

Manufacturer narrative:
Second device: brand name: calstrux (tricalcium phosphate); type of device: implant; manufacturer name, city and state: stryker biotech, (B)(4); model #: na; catalog #: 40010; serial #: na; lot # tuan006; operator of device: health professional; implant date: (B)(6)2006; (B)(4).